Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (400s mg/dl) with a moderate level of ketones. The bg level would increase after using the supplies for 2-3 days. The cause was not known. Insulin injections were administered to address the bg level. After changing the pump supplies, the issue resolved. Tandem technical support informed the customer that humalog is labeled for 48 hour use with the cartridge.